Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing left-sided weakness following a permanent implant on (B)(6) 2019. The patient was prescribed steroids and stated that the left-side weakness has since improved.